Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there is insufficient flow and air bubbles causing the patients vein to blow. No additional impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024 february 7th. H6: investigation summary: material #: 368653. Lot/batch #: 3153620. Bd received 8 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for air bubbles/insufficient flow with the incident lot was not observed. Additionally, the customer samples were evaluated by functional draw testing and the indicated failure mode for air bubbles/insufficient flow with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles/insufficient flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there is insufficient flow and air bubbles causing the patients vein to blow. No additional impact reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k991088. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown